Event description:
Upon opening the package, the coil was found to be stretched. The product was inspected upon removal from the sterile packaging and it was stretched after removing from the packaging. The coil was outside the introducer. There was no kink/bend in the introducer. This was the first coil and the physician opened another coil and completed the procedure. There was no adverse consequence to the patient. The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.